Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device failed on internal flow verification. The device's flow sensor, blower, blower chassis plate, 3-way solenoid valve and proportional valve were replaced to address the issue.